Event description:
First had a distal end leak. Was patched. Then had a split at bifurcation. Inserted into left chest.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of a huxd1407 showed no other similar product complaint(s) from this lot number.